Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced "low" and "high" blood glucose (bg) levels, due needing a setting adjustment. Bg¿s were addressed by adjusting settings. Reportedly, customer consulted their healthcare provider who assisted in correcting settings.